Event description:
It was reported that under fluoroscopy, the right ventricular (rv) lead had pulled back significantly. The distal coil was not fully across the tri-cuspid valve. The rv lead threshold was intermittent and the lead was undersensing. When the lead was extracted, the helix was not completely extended. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant: d334drm implantable cardioverter defibrillator (ICD) (B)(6) 2012 5076 implantable pacing lead (B)(6) 2006.